Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd886804, gd886127, and gd885301 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis and was hospitalized due to the event on (B)(6) 2011. Treatment for the event was not reported. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Therapy with dianeal and extraneal was ongoing. Concomitant medications were not reported. The reporter did not provide an opinion of causality. The nurse declined to provide any information.